Manufacturer narrative:
We have received the complaint device for investigation. However, we were unable to replicate the reported incident. When water was flushed through the irrigation lumen, liquid flowed properly from both ends of the shunt. The internal diameter of the irrigation lumen at both ends were found to be within specification. The sales rep. Also stated that the shaft tip could have been blocked by the vessel wall during the procedure. Although we were unable to confirm this issue during our investigation process when the balloon was inflated inside the test fixture, it is possible it could have occurred during the surgical procedure since we observed the common carotid balloon inflated near its proximal end (this is allowable per specification) allowing the tip to touch the vessel wall. Patient's vessel tortuosity may also have contributed to this condition. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient as the result of this incident.

Event description:
During carotid endarterectomy procedure, surgeon observed the blood flow at the internal carotid artery to be inadequate. So, he used another f3 carotid shunt to complete the procedure. There was no harm to the patient as the result of this incident.